Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not recall if the blood glucose was impacted. The customer changed the infusion set site and the alarm did not reoccur.